Event description:
The customer contacted baxter's (B)(4) to report that there was no audible alarm on a homechoice (hc) machine during initial drain. Per the nurse, there was no audible alarm when there should have been at the "check patient line". The technical service representative (tsr) initiated a swap of the machine. The nurse did not report any patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the nurse reported that there was no audible alarm for a check patient line alarm during the initial drain. The check patient line was confirmed in the device logs but the logs are unable to indicate whether there was an audible notification. A therapy was started in order to reproduce a check patient line alarm by clamping the patient line during the initial drain. The device functioned properly with an audible alarm. The assignable cause for the check patient line alarm with no audible notification was undetermined. A service history review revealed no previous service events were related to this issue. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.